Event description:
Customer reported a past high blood glucose event, but the specific value displayed as "high" is unknown. Cause was not known. The customer administered a correction bolus via the pump to resolve the high blood glucose and requested follow-up for additional assistance due to experiencing frequent high levels.